Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results for two patients while using the architect c8000 process module. The customer provided the following results (mmol/l) (customer provided range: 3.5 - 5.3): on (B)(6) 2018: sid: (B)(6): initial 6.9, retested on second analyzer: 4.5. On (B)(6) 2018: sid: (B)(6): initial 6.84 retested on second analyzer: 4.7. No impact to patient management was indicated. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, a search for similar complaints, and a review of labeling. Return material was not available. Quarterly maintenance was performed on the analyzer and no additional discrepant results have been observed. A design history review did not find any issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.